Event description:
The customer reported that the battery was not recognized. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized. There was no report of pt involvement. Philips sent the customer a new battery which resolved the failure. The failed battery was returned to philips and evaluated. The failure was verified.